Event description:
During the repositioning of the embolization coil within an aneurysm, the coil prematurely detached partially within the aneurysm and the parent artery. An attempt was made to retrieve the coil using an endovascular snare unsuccessfully. No add'l attempts were made to remove the coil. The pt was reported to be fine the next morning. Pt info - pt ID, age, sex and weight is not available.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as it was reported to be discarded by the user. The root cause of this complaint cannot be determined. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.